Event description:
After a treatment procedure for placement of a greenfield vena cava filter 12 years ago, the filter fractured. The pt recently had a pulmonary angiogram performed and upon viewing the film the physician noticed a fracture in the filter.